Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The clip delivery system device is filed under a separate medwatch report.

Event description:
This is filed to report the steerable guide catheter (sgc) leak. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced to the mitral valve. The clip was deployed, reducing the mr to 2. After clip deployment, it was not possible to remove the gripper line. The clip remained secure on the leaflets. Troubleshooting was unsuccessful. The cds was removed over the gripper line and out of the sgc. The gripper line which was now guided in the sgc was still unable to be removed. The sgc was removed and the hemostatic valve of the sgc began to leak. A guided catheter was threaded over the gripper line until the tip of the catheter pointed in the left atrium over the clip. A snare device was guided over the catheter and the two ends of the gripper line were cut, however; a small segment of the gripper line remains in the patient. A new sgc was used and a second clip was implanted to further reduce mr. A total of two clips were implanted, reducing mr to 1. The patient is stable. No additional treatment is planned to remove the remaining gripper line from the anatomy. There was no clinically significant delay during the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the reported leak in this incident could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.